Event description:
Home pt (hp) reports the pt was connected to homechoice device before the pt should have been, during prime. Baxter technician assisted hp in completing treatment. No pt injury or medical intervention required per rn.